Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.

Event description:
During an open partial liver resection, the ptfe pad is partial separated (distal) after a very short time of use (after about 3 second time of use). The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported.